Event description:
Per the clinic, the patient developed an infection and skin breakdown for the second time at the implant site (specific date not reported). Subsequently, the patient underwent a revision surgery (specific date not reported) and was administered antibiotics (specific date and duration not reported) prophylactically against staphylococcus bacterial infection. Additional information has been requested but has not been made available as of the date of this report.